Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. X-rays and other source documents were received for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Still implanted.

Event description:
It was reported that the patient was implanted a a.s. Glenoid s cemented on (B)(6) 2014 on the right side. It was reported that 3mm of glenoid radiolucency was detected on x-rays on (B)(6) 2014.

Event description:
Radiographs read by medical metrics, independent radiology group. Mmi reported a 3mm of glenoid radiolucency.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number( all the information captured as per including g4(date received by manufacturer) except b4. Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Compatibility check: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer. Review of event description: it was reported that patient developed a 3mm of glenoid radiolucency. Review of x-rays: 6 week post-operative x-rays: a-p and axillary view of the right shoulder tsa. The humeral component seems to be implanted correctly in a bone with good quality. The size of the humeral component seems to be anatomically correct. No signs of loosening visible around the glenoid component. 6 months post-operative x-rays: a-p and axillary view of the right shoulder tsa. Respect to 6-weeks postoperative x-rays, the glenoid component seems to have developed a light radiolucency around the contour of the three anchors. 12 months post-operative x-rays: similar situation to 6-month postoperative x-rays. Radiolucency observed around the glenoid anchors does not seem to be increased. Review of implantation report: implantation report dated april 17, 2014: a 55-year-old female patient undergoes a tsa due to glenohumeral arthritis. The surgery has been performed according surgical technique. No conspicuous information found. No other documents were provided. No product was available for investigation (still implanted). Review of surgical techniques: surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. Root cause analysis: possible causes for the reported event according to dfmea : aseptic loosening: due to wrong radii combination, normal use, overload, wrong positioning. Loosening: due to wrong geometry of peg, wrong positioning, insufficient bone. Adverse body reaction (eg. Cancer, allergies, etc. ) due to material not biocompatible. Adverse body reaction: due to bioincompatible due to harmful leachables from implant material. Loosening / allergic reaction: due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Implant breakage, loss of function, pain due to aging of implant materials results in reduced material strength or capacity to perform intended function. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). Due to intraoperative corrections might contribute to poor long-term results comparison to investigation results whether it is possible and justification: not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Not possible as biocompatibility specification and material compatibility specification certify the biocompatibility of the material. Additionally, the documents of material of the specific lot indicate that there was no material fault. Possible as the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Not possible as surgical techniques contain all information. Additionally, the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Not possible as surgical techniques contain all information. Additionally, the x-rays show the correct anatomical positioning and the correct choice of the size of the implants. Not possible as the x-rays show the correct anatomical positioning and he correct choice of the size of the implants. However, the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).